Event description:
It was reported that the patient experienced chest pain. Chest x-ray was performed and it was suspected that the right ventricular lead lacked some slack. Upon interrogation, the lead exhibited normal electrical measurements. The lead was explanted and replaced uneventfully. The patient was in good condition and would continue to be followed up normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.